Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported, prior to use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No patient involvement.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings and investigation conclusions),. Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated and could not duplicate the reported issue. Fse completed pm. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).